Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor penetrated out of the patient's thorax and the patient pulled it out. The device is no longer in use and replacement is scheduled. No patient complications have been reported as a result of this event.